Event description:
When entering diagnostic ultrasound images by tablet into the focus radiation treatment planning system for a prostate brachytherapy pt, the prostate orientation may be reversed along the pt y-axis (head-foot). That's because ultrasound images increase towards the pt's feet for prostate scans while focus assumes all slices increase towards the pt head. This may lead to an inversion of the brachy seed insertion, and thus an incorrect dose to the pt. No pts have been treated and no customer has reported this problem at this time.